Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected any alarms or blank display noted during testing. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No moisture damage on electronic/motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 3.5 mmol/l at the time of the incident. The customer noted the screen went blank and there was a large crack on the device. Customer noted changing the battery did not resolve the issue. The insulin pump was not exposed to moisture. Customer was advised to place the insulin pump into storage mode, remove the battery, and press and hold the back button until the screen turns off. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.